Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was reported to be "hard catheter was unable to settle in peritoneum area", however cause was also reported to be unknown. One day prior the peritonitis diagnosis, the patient was hospitalized and treated with treated with injection meropenem (500mg, once daily, intraperitoneal for 2 days then switched to intravenous, ongoing), injection ceftazidime (1gm, once daily, intraperitoneal for 2 days then switched to intravenous, ongoing), injection vancomycin (500mg, once in a week, intraperitoneal for 2 days then switched to intravenous, ongoing). At the time of this report, the patient remained hospitalized and the patient had not recovered from peritonitis. It was reported that one day after event onset, pd therapy was discontinued and the patient shifted to hemodialysis (ongoing). No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up it was reported that on an unknown date, the patent got discharged from the hospital and antibiotics treatment were discontinued. H11:should additional relevant information become available, a supplemental report will be submitted.